Event description:
It was reported the dyonics 25 control unit was causing overpressurization of fluid during an acl procedure. A backup device was used to complete the procedure without delay. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of intermittent and fluctuating pressure was reproduced. Product failed pressure test. Pressure readings fluctuated and zero readings were out of spec. Cause of pressure malfunction is defective transducers p1 and p2. Pump passes functional testing with known good transducers installed. The complaint investigation has concluded the cause of the failure to be defective electronic components.